Manufacturer narrative:
Concomitant medical products: 250ml hosipira bag ndc 0409-7983-02, lot 66-057-jt, exp (B)(6) 2018, 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while administering an IV push daunorubicin a leak was noticed .the leak happened between "the green part and the white part of the texium bonded to the IV tubing".although requested there is no other event details provided.

Manufacturer narrative:
The customer¿s report of fluid leakage during an IV push was confirmed and replicated during functional testing. It was noted that the leak occurred only when the syringe was connected to the tubing smartsite, but not when either component was tested separately. It was also noted that the upper threads on the smartsite were upturned and slightly warped, indicative of over-torque while connecting the 2 components. The root cause of fluid leakage during IV push was not determined.